Event description:
It was reported that during a procedure to implant a vena cava filter, via a femoral approach, the filter legs would not deploy and the doctor was unable to unsheath the vena cava filter all the way. With difficulty, the doctor was finally able to deploy the filter with the final placement being in the ivc at l1, with a couple of the legs crossed. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date.